Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of fallopian tube perforation ("essure coils had become dislocated, had perforated the left tube and lacerated the peritoneum"), the second episode of fallopian tube perforation ("essure device had perforated her other fallopian tube") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced the first episode of fallopian tube perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced the second episode of fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain"), dysmenorrhoea ("severe menstrual pain"), abdominal pain ("severe abdominal pain") and migraine ("migraines"). The patient was treated with surgery (salpingectomy of left fallopian tube; her uterus was sutured on (B)(6) 2012. Tubal ligation was also done. On (B)(6) 2016 bilateral salpingectomy and right essure removal). Essure was removed. At the time of the report, the last episode of fallopian tube perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain and migraine was resolving and the procedural pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, genital haemorrhage, migraine, pelvic pain, procedural pain, the first episode of fallopian tube perforation and the second episode of fallopian tube perforation to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("essure coils had become dislocated, had perforated the left tube and lacerated the peritoneum/ perforation (fallopian tube(s)/essure device had perforated her other fallopian tube/ perforation (fallopian tube(s)"), uterine perforation ("perforation (uterus)") and genital haemorrhage ("abnormal bleeding") in a 26-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included autism, developmental delay, premature baby and menarche. Concurrent conditions included blood loss of (nos), anemia, obesity, photophobia, vomiting, anxiety, depression, panic attacks, gastritis acute, allergic rhinitis, insomnia, post-traumatic stress disorder, joint pain, earache, esophageal reflux, paratubal cyst, obsessive-compulsive disorder and hernia repair. Concomitant products included doxepin since 2005 and fluoxetine since 2005. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), anxiety ("anxiety") and depression ("depression"). In (B)(6) 2011, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea"), alopecia ("hair loss"), fatigue ("fatigue"), weight decreased ("weight loss") and vomiting ("vomiting"). On (B)(6) 2012, 2 years 1 month after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2012, the patient experienced procedural pain ("painful post-operative recovery"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe pelvic pain/ pain"), abdominal pain ("severe abdominal pain"), abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (on 09-mar-2012 salpingectomy (left); uterus was sutured,(B)(6) 2016 right salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation, uterine perforation, genital haemorrhage, pelvic pain, dysmenorrhoea, abdominal pain, migraine, headache, nausea, alopecia, fatigue, dyspareunia, anxiety, depression, weight decreased, vomiting, menorrhagia, vaginal haemorrhage, abdominal pain lower and back pain was resolving and the procedural pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, procedural pain, uterine perforation, vaginal haemorrhage, vomiting and weight decreased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added and updated patient demographics. Historical condition, concomitant disease, laboratory data, concomitant drugs were added. Updated suspect drug indication. Added events abnormal bleeding (vaginal, menorrhagia), dyspareunia (painful sexual intercourse), fatigue, hair loss, vomiting, headaches, nausea, perforation (uterus), anxiety and depression, weight loss. Updated event and onset date. On (B)(6) 2016, she explanted essure. Fup 1 and fup 2 processed together on (B)(6) 2018: fup 1 and fup 2 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.